Event description:
Complainant alleges humidifier overheated, started smoking and the motor was on fire. Plastic melted onto carpet. No injuries were reported with this incident.

Manufacturer narrative:
.